Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, cracked case and cracked battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that top portion of insulin pump casing was cracked. Customer does not know how damage occurred. Customer's blood glucose was 49 mg/dl. Customer was advised that insulin pump would need to be replaced.